Event description:
It was reported that (1) lcsc5 was used during an open bowel procedure. It was reported by the rep that the device had a solid tone with luke handpiece. Opened another device to complete the case. There was no consequence to patient.